Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). The customer declined tandem technical support's offer to troubleshoot and reportedly, changed the infusion set. The customer declined to provide further information.